Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial noise was seen in ams episodes. Atrial noise was reproducible with isometrics. The rv lead had high thresholds and the rv lead output was reprogrammed. The leads are being monitored at this time and remain implanted. The patient condition was stable.

Event description:
New information notes that the rv lead was capped and replaced on (B)(6) 2019. Noise was still present on the atrial lead, but the lead was not replaced at this time. Sensing, threshold, and impedance were stable. The patient was stable before, during, and after the procedure.